Manufacturer narrative:
(B)(4). User facility listed in initial reporter. Lot #: potential lot number is p6j0653x. (B)(4).

Event description:
According to the reporter: occurred during a low anterior resection double stapler procedure. For the first firing, the surgeon tried to fire the manual handle and reload, however, the handle was stiff. The surgeon tried to squeeze the handle over again, then the device partially fired but stopped halfway. Replaced with a powered handle and a new reload. The firing was done, however, a portion of the staple line was not formed normally. The incomplete staple line was fixed by the additional saturation. There was tissue damage. Oozing and bleeding occurred as a result of the issue. The surgical time was extended by more than thirty minutes. The current status of the patient is under observation.

Manufacturer narrative:
(B)(4). Evaluation summary: post market vigilance (pmv) led an evaluation of one device and two reloads. Visual and functional evaluation of the instrument found no abnormalities. Visual inspection of the radial reloads noted that each unit was received partially fired. During functional evaluation, each radial reload was loaded into the subject instrument. It was observed that the anvils could not be closed completely on the initial clamping stroke. This was an indication that each radial reloads anvil was deformed at the clamping feature. The interlocks were overridden and each radial reload was applied to test media, and found to function properly. All remaining staples were placed and test media was cleanly transected. Replication of the deformed anvil clamping mechanism may occur under the following conditions: application over tissue that is beyond the recommended thickness range; application with an obstacle incorporated in the jaws. In either of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.